Event description:
Caller reported a cartridge alarm 20 and a cart alarm 30 during the load process. Although the issue occurred, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). As a resolution, the customer was instructed to return the problematic pump, and a replacement pump with updated software was sent. The customer agreed to use a backup therapy to ensure insulin delivery is not interrupted and was informed about the necessary steps to take with the new pump.